Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker initially showed 6 months of remaining battery, but recent check showed 1.5 years remaining. Boston scientific technical services (ts) recommended an engineering analysis to get the accurate longevity calculation. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker initially showed 6 months of remaining battery, but recent check showed 1.5 years remaining. Boston scientific technical services (ts) recommended an engineering analysis to get the accurate longevity calculation. This device remains in service. No adverse patient effects were reported.